Event description:
A pt called to request reimbursement for lenses she could not use explaining she had been diagnosed with iritis. The pt states the eye care professional suggested not wearing lenses in the future. The pt reports ocular issues unrelated to contact lens wear. The pt was referred from her optometrist to an ophthalmologist. Exam records as follows: in 2008 initial visit: cc: red, painful, hurts. Pain fluctuates; very light sensitive, bcva os 20/25 +2. Os injected conj. Light sensitive, tenderness to touch, trace cells left a/c. Incipient psc cat (posterior subcapsular cataract) retina and vessels wnl (hazy view os) d/c vigamox & tobradex start pred forte os q2h. On the same day follow up visit: cc: 1 week following iritis os. Doing better but still hurts. Va on os still foggy. Iris pigmentation anterior lens exposure, both pupils dilated, trace cells os, cells in the vitreous, os clear lens od, psc cataract os. Impression: resolving iritis (uveitis) if add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Lot history review: b0062c0. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.

Manufacturer narrative:
Device labeling single use or reuse. Contact lens. No conclusion can be drawn.